Event description:
It was reported that during an unknown procedure, a black debris was visualized in the airway post ebus (endobronchial ultrasound) biopsies that was performed with another videoscope. It was unknown if the black speck was a result of the biopsies or from the subject bronchovideoscope. Additional information was requested for further clarification. There were no reports of patient harm.